Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed critical pump error. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that he got a critical error and the motor arm cannot communicate with the main arm on insulin pump over a month ago. Customer also stated that they able to complete pump rewind. The insulin pump will not be returned for analysis.